Manufacturer narrative:
Recall number: z-0023-2022 1038671-2024-04858, 1038671-2024-04859 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04858, 1038671-2024-04859 the following sections were updated: g1, h6 the following sections were corrected: b1, b2, g1, h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2020, and then experienced revision surgical procedure on (B)(6) 2022 approximately 2 years and 6 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
Concomitants: (B)(6) 02-020-11-0320 - truliant ps cem fem ps cem right sz 2 (B)(6) 02-022-45-2010 - truliant tib fit tray cem sz 2f / 1t (B)(6) 200-07-29 - advanced patella 29m 3 peg implant (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release (B)(6) 201-78-86 - 3" drill bit, hex, 2pk (B)(6) 201-78-89 - 3" drill bit, mod. Hex 2 pack. These devices are used for treatments, not diagnosis. There is no other information available.